Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, 2192 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: medical device monitoring error ("thermachoice endometrial ablation & essure insertion performed on same day"). The patient had a medical history of menses irregular, cholecystectomy, caesarean section, parity 3, multi gravida, peptic ulcer, migraine, distress abdominal, vaginal discharge, sexually transmitted disease and postpartum depression. The patient had a family history of breast cancer, diabetes mellitus, hypercholesterolemia and hypertension. Concurrent conditions were listed as endometriosis, adenomyosis, gerd, abdominal pain, uterine fibroid, dysmenorrhea and menorrhagia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, 2086 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic laparoscopic total hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of medical device removal was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: essure coils are visualized bilaterally and both fallopian tubes are occluded without contrast opacification or spillage. Impression: irregular uterine cavity, patient is status post ablation. Both fallopian tubes are occluded with essure coils noted. [Pathology test] on (B)(6) 2018: final diagnosis: hysterectomy with bilateral salpingectomy features consistent with previous endometrial ablation. Residual proliferative endometrium with stromal and glandular breakdown. Focus of adenomyosis. 3 mm intramural leiomyoma. Chronic endocervicitis with multiple nabothian cysts. Right and left fallopian tubes status post essure coil insertion. Multiple serosal walthard rest cysts. Fragments of unremarkable adipose tissue. Operative procedure: robotic laparoscopic total hysterectomy with bilateral salpingectomy, uterus=<250gm clinical information: dysmenorrhea,irregular bleeding gross description: the proximal cm of the tube does demonstrate essure coils. The proximal cm of the left fallopian tube also contains essure coils. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: medical record received. Event medical device monitoring error was performed added. Lab data including surgical pathology report, medical history, concomitant conditions and reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, 2192 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.